Event description:
It was reported the patient¿s stimulator was removed because they ¿really wanted to be able to do an MRI.¿

Event description:
It was reported the patient's implantable neurostimulator was removed a "couple of years" ago. The date was unknown. It was stated the device had been turned off for a year because it was not helping and the patient was getting shocked "a lot." It was noted the patient still had a lead in as of the date of this report. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products updated: product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID: 3889-28, lot# j0340531v, implanted: (B)(6) 2003, product type: lead. Product ID: 3031a, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Additional information received reported the patient struggled "a lot" with nerve pain and it was shooting down their legs and the small of their back. The pain started in the left big toe not long after implant and migrated to its current locations. Pain in the right thumb was also noted. It was indicated that "they have not been able to find anything" so mris have been done. An MRI of their lower back did "not find anything" either. The lead was not removed when the implantable neurostimulator was explanted because it was implanted "too deep," per the doctor. It was noted that the patient had a fall "several years ago" and a car accident three years prior. It was inquired if the lead could have moved and could be affecting the sacral nerve. No outcome was provided with this event. Further follow up is being conducted to obtain this information. A follow up report will be sent if additional information is received.